Event description:
A user facility¿s facility administrator (fa) reported that a combiset bloodline disconnected one hour after the initiation of the patient¿s hemodialysis (hd) treatment. The disconnection occurred on the arterial line where the bloodline connects to the dialyzer. The machine, a fresenius 2008t machine, did not alarm, but is not expected to. A fresenius dialyzer was also in use. The patient¿s estimated blood loss (ebl) was approximately 100ml. There was no patient serious injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. There were no issues noted during priming. There were no changes or disruption in pressure or blood flow rate during treatment. The complaint device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. However, a photograph of the combi set was provided by the customer. The photograph showed that the arterial main line was separated from the din connector. Due to the image quality, the presence of solvent could not be confirmed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. The reported event was confirmed based on the provided photograph.

Event description:
A user facility¿s facility administrator (fa) reported that a combiset bloodline disconnected one hour after the initiation of the patient¿s hemodialysis (hd) treatment. The disconnection occurred on the arterial line where the bloodline connects to the dialyzer. The machine, a fresenius 2008t machine, did not alarm, but is not expected to. A fresenius dialyzer was also in use. The patient¿s estimated blood loss (ebl) was approximately 100ml. There was no patient serious injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. There were no issues noted during priming. There were no changes or disruption in pressure or blood flow rate during treatment. The complaint device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. However, a photograph of the combi set connected to the machine was provided by the customer. It could be confirmed that the arterial main line was separated from the din connector. Due to the image quality, it could not be confirmed the presence of solvent. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. The reported event was confirmed based on the provided photograph.

Event description:
A user facility¿s facility administrator (fa) reported that a combiset bloodline disconnected one hour after the initiation of the patient¿s hemodialysis (hd) treatment. The disconnection occurred on the arterial line where the bloodline connects to the dialyzer. The machine, a fresenius 2008t machine, did not alarm, but is not expected to. A fresenius dialyzer was also in use. The patient¿s estimated blood loss (ebl) was approximately 100ml. There was no patient serious injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. There were no issues noted during priming. There were no changes or disruption in pressure or blood flow rate during treatment. The complaint device is not available to be returned to the manufacturer for evaluation.